Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous high inr results with coaguchek meter serial number (B)(4). The customer tested initially on the meter at 5:45 p.m. And obtained a result of 4.3 inr. The customer thought this result was too high and re-tested on the meter at 5:50 p.m. And obtained a result of 3.4 inr. The customer wasn¿t sure which result to believe so he tested a third time at 5:53 p.m. And the result was 3.2 inr. The customer used a different finger for each test. The customer was expecting a result within his therapeutic range of 2.0 ¿ 3.0 inr. The customer states he will not take his warfarin dose tonight. No adverse event occurred. The customer feels fine. The customer has been drinking more water. The customer has had no other change in diet and he has had no medication changes. The meter has never been cleaned. The customer is anemic; he does not know his current hematocrit. The customer does not take heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The meter and test strips were requested for return. The customer returned the meter and the test strip vial with 1 strip remaining. A specific root cause was not identified for this event. The returned meter and one strip as well as one master lot strip were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr. Donor #2 inr: 3.2 inr. Donor #1 hct: 49%. Donor #2 hct: 42%. Donor #1: master lot: 2.7 inr . Donor #1: customer strip and meter: 2.7 inr. Donor #2: master lot: 3.2 inr. Donor #2: customer strip and meter: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer¿s medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 194492-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.